Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 29-may-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 had failed and did not open. The field service engineer (fse) signed into the hardware test application (hta) and verified that the open/close and position sensors were functioning as expected. The issue was identified as faulty drawer rails, where the bearing cage was missing, preventing proper closure. The drawer was removed from the chassis, defective rails were secured, and the drawer was reinstalled into the station. The repair was completed successfully, and inventory was verified by the customer. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6 had failed and does not open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.